Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was damaged and unable to be installed on the pump. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was able to successfully load a new cartridge. Customer's blood glucose level was 280 mg/dl.